Manufacturer narrative:
Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's pacemaker presented with pocket erosion and an infected pocket. The device was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.